Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) and the right-ventricular (rv) lead exhibited high capture threshold and high pacing impedance. As a resolution programming changes were made to monitor and maintain device output and capture. The patient condition was stable. The patient would continue to be monitored.